Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). A product development investigation was performed for the subject device. Handle (311.431 - 9887437) was received. Upon visual inspection of the complaint device it can be seen that the brown handle part at the instrument got badly damaged (from pliers) and some chips/parts of it are missing. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in march 2016. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. No product problem identified. The exact reason for this occurrence is unable to be determined, but we have to assume that during the operation an application error or/and that high applied mechanical force led to this damage. Part number: 311.431, synthes lot number: 9887437, release to warehouse date: mar 31, 2016, mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that during a planned removal of a cortical screw from a plate in preparation for a total hip replacement, while attempting to remove a screw, the 4.0mm hex screwdriver shaft fractured. Part of the shaft remains in the large handle with quick coupling. No parts have fallen in patient. There was a minimal delay to surgery time but unknown how long. Patient outcome is not compromised in any way as a result of this incident. Screw was removed due to arthritis. This is report number 2 of 2 for (B)(4).